Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ kidney autotransplantation as a key solution for a bevar type iiib endoleak¿. Mendes d, machado r, almeida r vascular 2024, vol. 32(3) 541¿545 https://doi.org/10.1177/17085381231155672 literature was reviewed regarding ¿ kidney autotransplantation as a key solution for a bevar type iiib endoleak¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A custom made branched endoprosthesis with four branches, non mdt balloon expandable covered bridging stents and a endurant ii bifurcate stent graft were implanted in the endovascular treatment of a crawford type iii taa on an unknown date. The patient was discharged on post-operative day 5.  One week later, the patient was admitted to a <(>&<)> e with a three day history of right lumbar pain associated with nausea and vomiting. A cta revealed a occlusion of the non mdt bridging stent to the right renal artery with total infarction of the right kidney without any contrast uptake. A worsening of the patients renal function was observed with serum creatinine increasing from a baseline value of 1.08 to 1.81 mg/dl. Considering the long kidney ischemia time without distal renal artery reconstitution or residual perfusion of the renal parenchyma, no revascularization was attempted. The patient partially recovered the renal function under conservative treatment with anticoagulation and was discharged after 9 days with a serum creatinine value.  Four years after bevar, the presence of an endoleak with the growth of the aneurysmal sac to 7 cm was observed at the follow-up cta. Imaging findings showed a complete fracture of the left renal artery bridging stent-graft, corresponding to a type iiib endoleak. After a failed endovascular treatment , it was decided to carry out a staged hybrid treatment with left kidney autotransplantation followed by endoleak exclusion with a tubular aortic graft, which was completed without issues.  No additional clinical sequalae were provided.